Manufacturer narrative:
As reported, the reciprocator blade was discarded and the pro6400m handpiece with an unidentified serial # will not be returned for evaluation, as the original surgery was completed as planned with no problems or any complications reported. Without the actual devices, an evaluation could not be performed and the alleged incident therefore could not be verified. A review of the device history record could not be performed as the lot number was not provided. A 2-year review of product complaint history for this device shows nine (9) other similar reports received from this customer at the same time. Of the ten (10) reports received, only one (1) other report of the patient's postoperative x-ray showed radiolucent lines and resorption of bone with dentate lines around the keel and thus a revision surgery is required (see MFR report #1017294-02014-00058). Prior to these reports, there have been no similar complaints and/or adverse events associated with this product. In addition, risk analysis was performed and the safety risk is acceptable. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The exact cause of this reported post-op complication was unable to be determined. However, potential causes of the patient described symptom could be directly related to the implants used, pathological conditions of the patient bone/tissue, and/or conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Device was discarded at user facility.

Event description:
The customer reported that the patient developed early subsidence of the implant with pain and instability and thereby required a revision surgery ten month after the initial surgery. Received information from the user facility indicated that the reciprocating blade was allegedly used with a pro6400m mpower 2 battery reciprocator handpiece in a non-cemented total knee arthroplasty procedure with no problems or any complications reported during the original surgery (date was not provided). Reportedly, the used blade was discarded following the initial surgery and the involved handpiece with unknown serial number presumably remained in use at the user facility. Although the revision surgery was performed on (B)(6) 2014, to date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.